Event description:
Healthcare professional reported, "no weight loss after insufflation. X-ray showed connector tubing break."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. During a review of the serial number, it was found that the device was actually a 9.75cm lap-band system, rather than the reported 11.0cm lap-band system, which made this a reportable event. Analysis noted a sharp breakage at the port tubing, etiology unknown.